Event description:
Customer reported the insulin pump had a blank display for the fifth time. Troubleshooting was performed. Customer's blood glucose level was 176 mg/dl. Customer was explained what may cause the display to be blank. Customer was advised to disconnect from the device. Customer has received a new battery cap. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was monitored in 50c oven for two days and no blank display noted. No damage found on the c13/lcd isolation tape noted. No unexpected off, no power alarm noted. No a21alarm noted. No reset anomaly during testing noted. The device had high idle current due to moisture damage on electronics. The device was received with cracked display window, cracked display window corner, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker.